Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexi0900 showed no other similar product complaint(s) from this lot number.

Event description:
Slint in package was found when case was opened or inventory.